Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette when removing the cassette from the cycler at the end of pd treatment. The patient mentioned they have experienced the same issue for the past few treatments (dates and number of occurrences were unspecified). It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that no alternate treatment option is available. A sample return kit was shipped to the patient as it was initially indicated that a sample was available. Upon follow up with the pdrn, it was reported that the patient completed treatment with continuous ambulatory pd (capd) and the patient did not experience any adverse event, serious injury, nor require medical intervention. The patient reported the issue to the clinic day after the event, (B)(6) 2019. Pdrn indicated that the cassette tore and leaked when she was removing it from the cycler and not during treatment. The pdrn indicated it was because the leak did not occur during treatment that they decided not to treat with prophylaxis. The replacement cycler was received and there have been no further issues. The reported cycler has been scheduled for return. Attempts have been made to contact the patient for clarification on the timing of the leak, however, to this date a response has not been received.

Manufacturer narrative:
Plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.